Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16744. It was reported that one of the patients leads migrated following exercise activity. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue. Note: it is unknown which of the patients leads were explanted so both are being reported.